Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Event description:
Litigation alleges patient was injured as a result of the implantation with the asr hip implant and suffered calf thrombosis, elevated chromium and cobalt levels, metallosis, reactive pseudotumor, cytotoxic tissue and acellular granular debris surrounding the hip, heterotopic ossification within the hip, deep vein thrombosis, moderate to extreme pain and limited mobility.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.